Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic distal pancreatectomy, the clip could not be deployed at the 5th firing. It seemed that the tip of the jaws was deformed. It was found that jamming occurred when the device was checked after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, two clips were noted to be jammed. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. In addition the device locked out as intended. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.